Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) need assistance on 8015 s/n (B)(4) is showing error code 120.4610, noah had replaced power supply board because 8015 device will not power up. After replacing the power supply board, the error code 120.4610 is showing up. He needs to know what this error code means, I told (B)(6) that the battery harness might faulty or he can verify the case make sure no cracked or broken. I also suggested to re-verify connection when he installed the new power supply board.